Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/19/2025 the reporter stated that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl with symptoms of thirst and no energy after being off cgm. The user continued insulin pump therapy and monitored at home, and bg began to decrease later the same day. No hospitalization or external medical intervention was reported and no long-term health effects were reported.